Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. Analysis revealed that the exposed svc (superior vena cava) defibrillation coil had become extrinsically distorted due to kinking/buckling. The helix of the lead had become extrinsically bent and distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage. Analysis of the associated device memory confirmed that the criteria for the right ventricular lead integrity alert had been met. Analysis of the device memory also indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). It was noted that there were two "lfp" (lead failure predictor) episodes of <(><<)> 220 ms v-v (ventricle ¿ ventricle) cycles recorded on (B)(6) 2013. There was 8651 lifetime v-sic (ventricular - sensing integrity counter) that occurred since (B)(6) 2013. And lia (lead integrity alert) triggered on (B)(6) 2013 due to meeting the conditions for nst (non-sustained tachycardia) and v-sic.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that the patient had presented to the hospital due to an audible lead integrity alert (lia) alert from their device. Stored data revealed a high short interval count (sic) with several non-sustained tachycardia (nst) episodes due to oversensing on the right ventricular (rv) lead. It was determined the lead had dislodged and was now in the coronary sinus. The coils and the helix of the rv lead appeared to be damaged under fluoroscopy. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.